Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, fse identified issue with suit pc software. Multiple attempts to reload the software were unsuccessful. To resolve the issue, fse replaced the suit pc and system software was reloaded. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome